Event description:
Recently had lasik performed on both eyes. Nighttime vision is now impaired by glare (starburst) from headlights. So far has just been an annoyance, but could be problematic driving on narrow roads. (B)(6). Diagnosis or reason for use: vision correction.